Event description:
Hill-rom received a report from a hill-rom technician stating the head end brake casters are not holding. The bed was located at the account in the shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical found the head end brake casters not holding due to normal wear and tear. A search of the hill-rom mainenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknow if the facility performs preventative maintenance on their beds. The technician replaced both brake casters to resolve the issue. Based on this information, no further action is required.